Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was charging the ipg frequently and was also experiencing inadequate stimulation. The patient underwent a revision procedure wherein the ipg was replaced and a paddle lead was added. The patient was doing well postoperatively. The explanted ipg was not returned.